Event description:
Teeth on enamel - stripped off [tooth injury]. White spots on tooth and spots that were translucent [tooth discoloration]. Case description: an adult female consumer reported spontaneously via phone on (B)(6) 2020 that she had white spots on teeth and spots that were translucent on her teeth after using gleem whitening systems strips+ light whitestrip 3d white no flavor-scent 14 count box beginning on unspecified date, using the whitening strips and light once a day for 3 days. The spots started after day two, so the consumer tried it another day and the spots got worse. She stated it looked like the enamel was stripped off teeth beginning (B)(6) 2020. The consumer did off pulling, but still has the white spots. The consumer's enamel stripped off was improved; the overall case outcome was improved. Treatment details: physician/dentist visit - no; emergency room visit - no. Relevant history: hist drug/prev exp: whitening strips (I've never had a problem with whitening strips in the past.) Concomitant product(s): none reported. No further information was provided.